Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 42 mg/dl. The customer treated with ginger ale. Customer's blood glucose value was 42 mg/dl at the time of the incident. Customer declined to troubleshoot for low readings. The customer stated that they were trying to change the set and fill the cannula but the pump is mixing the words up on the pump. The customer was assisted with troubleshoot for button error. Customer reported that the pump is skipping over options and pump was not exposed to moisture. The insulin pump will not be returned for analysis.